Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff and balloon replaced due because of recurring incontinence, and the patient had to wear pads. The patient outcome is favorable, and a full recovery is expected.